Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of this event, however, the patient was seen a week ago and has resumed therapy without any issues. There was no patient injury or medical intervention associated with this event. No further information is available. This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp said the supply bag fell and disconnected. The hp cycled power. The tsr assisted to retrieve cassette and advised the hp to let the rn know about the alarm. Hp to follow up with manual supplies. Proper procedures were reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.